Event description:
It was reported that the pt had their implantable neurostimulator explanted due to early battery depletion. The device was replaced with a rechargeable stimulator. The pt was doing fine.